Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site. Purulent discharge was coming from the site after wearing the device for between 5 and 24 hours. The patient was taken to the emergency room and was prescribed a steroid cream (apply a couple times per day) and an antibiotic amoxicillin (dosage 4 times a day). The patient's blood glucose rose to 32 mmol/l (576 mg/dl). The pod was discarded and a new pod was applied.

Manufacturer narrative:
B5 - describe event or problem: from: it was reported that the patient developed an infection at the pod¿s insertion site. Purulent discharge was coming from the site after wearing the device for between 5 and 24 hours. The patient was taken to the emergency room and was prescribed a steroid cream (apply a couple times per day) and an antibiotic amoxicillin (dosage 4 times a day). The patient's blood glucose rose to 32 mmol/l (576 mg/dl). The pod was discarded and a new pod was applied. To: it was reported that the patient developed an infection at the pod¿s insertion site. Purulent discharge was coming from the site after wearing the device for between 5 and 24 hours. The patient visited the general practitioner (gp) and was prescribed a steroid cream (apply a couple times per day) and an antibiotic amoxicillin (dosage 4 times a day). The patient's blood glucose rose to 32 mmol/l (576 mg/dl). The pod was discarded and a new pod was applied.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site. Purulent discharge was coming from the site after wearing the device for between 5 and 24 hours. The patient visited the general practitioner (gp) and was prescribed a steroid cream (apply a couple times per day) and an antibiotic amoxicillin (dosage 4 times a day). The patient's blood glucose rose to 32 mmol/l (576 mg/dl). The pod was discarded and a new pod was applied.